Event description:
See initial report.

Manufacturer narrative:
Through follow up livanova learned that, the device is cleaned regularly per the instruction for use, the hospital is not user of reusable blankets; the water quality monitoring is no applied and the h2o2 checked every day as prescribed by the IFU; when the device is not used, is it stored drained; when stored full, the h2o2 is not checked daily even during days of non-use (i.e. Week-end); h2o2 is added when the water in the tanks is changed (each 7 days); a disposable pall-aquasafe water filter with an 0.2 m membrane is used for tap water or equivalent performance filter; prior to initial operation and prior to storing the heater-cooler and after every operation, the surfaces and water circuits are disinfected; the 3t aerosol collection set is replaced after the allowed use period; the device is placed inside the operation theatre during use, outside the surgical field at estimated distance between the surgery field and the device of 2 meters. The lab report was received and confirmed chimera contaminations. As for the above, the water quality monitoring is not applied and the h2o2 is not checked every day as prescribed by the IFU. Additionally, when 3t is stored full, the h2o2 is not checked daily even during days of non-use (i.e. Week-end).

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mycobacteria avium chimaera there is no patient involvement. Cusotmer request for deep disinfection service.

Event description:
See initial report.

Manufacturer narrative:
Based on the investigation findings, it can be concluded that deviation from IFU led/contributed to the reported event. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.